Event description:
The customer reported that the lock mechanism at the trolley holder opens when rotating the wireless portable detector (wpd) to 90 degrees (the wireless detector is fixed in the carrier) it can't bear the weight of the detector. There is a risk of wpd falling down.

Manufacturer narrative:
When investigation is completed, a follow-up report will be sent to the FDA. (B)(4).